Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition and stent thrombosis occurred. The patient presented due to st-segment elevation myocardial infarction (stemi). The target lesions were located in the mid right coronary artery (rca) and left anterior descending (lad) artery. A 2.5x12mm synergy¿ drug-eluting stent was deployed in the mid rca and a 2.5x16mm synergy¿ drug-eluting stent was deployed in the lad. The rca synergy¿ stent was purposely deployed not fully apposed for unknown reasons. The procedure was completed and as the groin was about to be closed, the patient started to have st-segment elevations. Angiogram was then performed and it was noted that the synergy¿ stent implanted in the rca had thrombosed immediately. Subsequently, manual aspiration was done to remove the thrombus and more heparin was administered with a total of 10,000 units. Activated clotting time (act) was around 260 and 10mg of reopro intravenous (IV) was also administered. Intravascular ultrasound (ivus) was done and it was noted that the stent was under expanded and more thrombus was observed within the stent. The entire section of the rca was then stented. The patient received a total of 4 stents in the rca and 2 stents in the lad and the procedure was completed. No further patient complications were reported and the patient's status was okay.